Manufacturer narrative:
Reason for reoperation: rupture. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable.

Event description:
Healthcare professional reported "suspected/actual rupture/deflation, change shape/size/style" and "operation-capsulectomy/capsulotomy (left) [an]: yes" via nbir. This record is for the left side. The device was explanted and replaced.